Event description:
It was reported that during a procedure of the non-tortuous, non-calcified, 90% stenosed, proximal, left anterior descending (lad) artery after pre-dilatation a 3.5 x 18 mm non-abbott stent was implanted in the lesion and then post-dilated. Optical computed tomography (oct) was performed without issue. Resistance was met when the balance middleweight elite ii (bmw) guide wire was attempted to be removed from the anatomy. It was suspected that the guide wire was trapped in the vessel. Without using force on the guide wire a non-abbott penetration catheter was advanced over the guide wire and both were removed with a little resistance, completing the procedure. Outside the anatomy it was noted that the tip coils seemed to be separated/stretched. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.